Manufacturer narrative:
Analysis: the supplemental report is being filed because a device history review was completed and the expiry date, manufacturing date, and UDI information has now become available as a result of the DHR. A review of the DHR shows the lot was manufactured to specification. Information added below. Manufacturing date: 08/30/2013. Expiry date: 08/31/2015. (B)(4). Conclusion: the DHR found nothing to indicate a manufacturing related cause for this event.

Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, evaluations of the actual samples are unable to be performed. Pending confirmation of manufacturing, expiry, and UDI information, a supplemental report will be provided when confirmed. Conclusion: the actual samples were not received for evaluation. The investigator assessed the event was not related to the study device. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient felt a significant reduction in their walking distance between 6 and 12 month post procedure. The health care professional allegedly found re-stenosis in the previously treated vessel. The patient underwent a revascularization procedure in the target vessel. Additional information was received from the physician noting the patient had received a viabahn prosthesis and this event was definitely not related to the lutonix drug coated balloon catheter.